Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a switch failure. It was reported that the handswitch failed. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue may have occurred as the rocker may have been applied to the rocker with an increased forced and then in turn snapped during the holster process. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the switch part was found damaged when checking the electric pencil. Another device was used. There was no patient involvement. Medtronic evaluation of the returned device found that the rocker was broken but part was still in the pencil body and the other part had detached. The detached part was returned with the pencil.